Event description:
Report received from the USA regarding a perforator device in which, during surgery, it was discovered that the device has a bent drive shaft tip. There were no delays in surgery reported, as an identical spare perforator device was available. The surgical procedure was completed successfully with the spare device. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The perforator device was received for evaluation. The device was tested and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).